Manufacturer narrative:
It was reported that during a total hip replacement, the surgeon noticed there wasn't any laser etching on the lateral side of the stem. The surgeon could not visualize where the stem was to stop on calcar. The surgeon quickly used the marking pen to trace around the marked side of the prosthesis and inserted stem to the approximate position. The associated cpcs collarless polished cemented high offset stem, used in treatment, was not returned for evaluation. Therefore the product analysis could not be performed. The review of manufacturing records was conducted and it did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Possible causes could include but not limited to marking faded or marking illegible. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a thr was performed. Surgeon prepared acetabulum as per technique and inserted definitive components. Surgeon prepped femur for size 4ho cpcs cemented femoral stem. Femur prepped for cementing and 12mm centralizer applied to femoral stem and cement applied to femoral canal. As the surgeon was about to cement the femoral component into femur he noticed there wasn't any laser etching on the lateral side (surgeon facing) side of the stem. The surgeon could not visualize where the stem was to stop on calcar. The surgeon quickly used the marking pen to trace around the marked side of the prosthesis and inserted stem to the approximate position. Head retrialed and rom performed. The definitive head implanted and the wound washed and closed in layers. No impact to the patient was reported.